Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: primary osteoporosis type of fracture : compression fracture it was reported that intra-op, the curette broke while being inserted into the vertebral body at the time of grasping the handle. After that, another curette was taken out for use, and there were no problems when using it. The product came in contact with the patient. There was a delay of less than 60 minutes in the overall procedure time due to this event. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent percutaneous kyphoplasty.

Manufacturer narrative:
Product analysis: visual and functional examination of the instrument confirmed the instrument shaft is broken at the score line, with no other additional damage identified. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. This type of damage is consistent with exceeding the design limits of the instrument by excessive force. If information is provided in the future, a supplemental report will be issued.